Manufacturer narrative:
Additional reporting on this event will be provided as a supplemental report to this document as soon as it becomes available

Event description:
Instrument failure - upon inserting the arg baseplate, the long peg on the inserter broke off.